Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one video was provided and reviewed, the video shows that the pusher catheter was advanced into the introducer sheath. The filter storage tube was connected to the introducer sheath. There is no patient involvement in the video. Though a greater force was applied the pusher catheter was unable to be advanced. It seems to be the filter was allegedly struck within the introducer sheath. Therefore, based on the video review, the reported failure to advance the issue can be confirmed. Received one denali femoral filter kit. The denali filter kit included one pusher catheter; one 8f dilator loaded onto an introducer sheath and a filter. Product packaging and label were not returned. Product information was written on a handwritten note and product information was verified with tw. During visual evaluation, pusher wire and the pusher wire was note returned. Distinct curvature was observed to the 8f dilator and the introducer sheath. No other anomalies were noted. No functional testing was performed due to condition of filter received. Therefore, based on the video review, the investigation is confirmed for the reported failure to advance as the resistance was felt during attempt. The investigation is inconclusive for the reported detachment as the no functional testing was performed due to condition of filter received. A definitive root cause for the failure to advance and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure in the occlusive lesion of the left iliac vein and distal stenosis of the left superficial femoral vein via the right femoral vein access, the filter was allegedly could not be advanced. It was further reported that the push rod was allegedly found to be broken. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure in the occlusive lesion of the left iliac vein and distal stenosis of the left superficial femoral vein via the right femoral vein access, the filter was allegedly could not be advanced. It was further reported that the push rod was allegedly found to be broken. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one video was provided and reviewed, the video shows, the pusher catheter was advanced into the introducer sheath. The filter storage tube was connected to the introducer sheath. There is no patient involvement in the video. Though a greater force was applied the pusher catheter was unable to be advanced. It seems to be the filter was allegedly struck within the introducer sheath. Therefore, based on the video review, the reported failure to advance the issue can be confirmed. Received one denali femoral filter kit. The denali filter kit included one pusher catheter; one 8f dilator loaded onto an introducer sheath and a filter. Product packaging and label were not returned. Product information was written on a handwritten note and product information was verified with tw. During visual evaluation, pusher wire and the pusher wire was note returned. Distinct curvature was observed to the 8f dilator and the introducer sheath. No other anomalies were noted. No functional testing was performed due to condition of filter received. Therefore, based on the video review, the investigation is confirmed for the reported failure to advance as the resistance was felt during attempt and the investigation is confirmed for the reported detachment as the there is a break to the pusher wire, and the pusher wire was separated from the rest of the pusher. A definitive root cause for the failure to advance and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, result) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent for an inferior vena cava filter placement procedure using denali femoral system. During an inferior vena cava filter placement procedure in the occlusive lesion of the left iliac vein and distal stenosis of the left superficial femoral vein via the right femoral vein access, the filter was allegedly could not be advanced. It was further reported that the push rod was allegedly found to be broken. The procedure was completed by using another device. There was no reported patient injury.